Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported capsular contracture - baker grade unknown and "surgery was supposed to be for a breast lift only however received implants and implants were placed in front of muscle instead of behind the muscle in error". Device has been explanted and replaced. This relates to the right side.